Manufacturer narrative:
Ae assessor spoke with patient and patient stated she had a one time episode of swelling and redness at a right arm vgo site with some blotchy pink patches on her right arm. The patient. Experienced intense pain with movement of the right arm, at the vgo site. Patient denies she bumped the vgo during wear. Patient . States the vgo edges started to lift so she removed this vgo shortly after application. Patient denies any signs of infection, denies warmth, denies drainage at this site. Patient did not seek medical advice for this complaint. The redness, swelling and pain gradually decreased and completely resolved (B)(6) 2019.

Event description:
Patient stated that on (B)(6) 2019 she experienced swelling and extreme pain at the application site while wearing the v-go 30.